Event description:
Per the clinic, the patient experienced swelling around the implant transducer area. It was also noted that the patient experienced a bacterial infection in the ear canal and behind the ear. Subsequently, the patient was treated with antibiotics (type, specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
According to the clinic, the patient was hospitalized and received both intravenous and oral antibiotic therapy.